Event description:
A malfunction alarm, identified as alarm 20, was reported with the insulin pump during the load process. The customer declined to answer whether their blood glucose level exceeded 500 mg/dl. Assistance was provided in loading a new cartridge, but the issue persisted, and the pump failed to resume insulin therapy. As a result, a replacement pump was arranged, and the customer transitioned to multiple daily injections (mdi) as a backup insulin delivery method. Additionally, the customer received instructions to put the pump in storage mode and return it using a pre-paid label.